Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens. The lens tore during insertion into the pt's left eye. The lens was removed with no pt injury. No widen incision and no sutures required. Another same model and size lens was implanted. There were three lenses used on this pt. This is the primary lens. See MFR# 2023826-2010-00981 for the second lens. The third lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).